Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as "high"; a specific value was not provided. Bg level was addressed with a manual dose injection. Reportedly, the trusteel infusion set had been in use for more than 48 hours. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.